Event description:
An ocd field engineer reported that while at a customer site for unrelated issue, the customer indicated that they had observed three instances in which the ortho provue misread a negative reaction on the mts abd/abd cards as 1+. The fe indicated that the customer was retyping the samples and no erroneous results were released. The customer indicated that they did visually inspect the cards and observed no reactivity. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and performed reader adjustments and verified the diffuser panel. The visor was clean and straight. The fe performed reader reference image and diagnostics testing which yielded results. Qc was acceptable. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).